Event description:
Revision of left hip due to alval. Cup, liner and head removed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The investigation has been identified for further in-depth analysis to assist in the determination of the root cause and has therefore been assigned to bioengineering and applied research in leeds. The investigation will be closed with an interim report and will be re-opened when the bioengineering and or applied research report is completed. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Review of provided operative notes finds the and reviewed. Per op note of revision done (B)(6) 2011, physician noted that the cup had zero anteversion and questionable subluxing with internal rotation. The cup was removed to improve positioning. Moderate soft tissue necrosis with metallosis was observed. Physician removed tissue samples to be tested. Histopathology reports on those tissues documented aggregates of histiocytes containing black metallic debris; the deeper layers show mild perivascular lymphocytic infiltrate in keeping with mild alval type reaction pattern. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been identified. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.